Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, severing wires in the cable. The root cause for the strained cable could not be positively identified. There was no adverse event that resulted from the damaged belt.